Event description:
Customer reported that the 840 ventilator had failed extended self test (est) keyboard test. Device was not being used on a patient when event occurred. The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the keyboard. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).